Event description:
The customer reported that during assessment and flushing of the dobhoff tube, the dobhoff tube cracked at top. The dobhoff tube had to be removed and a new one placed. Additional information received on (B)(6) 2022 stated that the damage occurred at the point where the plastic port fits into the rubber y which caused leakage when formula and flushes were administered. It is unknown how long the feeding tube was in place.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.